Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After recovering in the anesthetic recovery after an atrial fibrillation procedure, a patient presented difficulty in speech (aphasia). The procedure was performed normally without any complications, and the patient remained stable throughout the procedure. The physician believes that there was the formation of a clot that migrated to the brain causing aphasia. However, she was unable to discern the moment when this occurred. A transesophageal echo was done prior to the procedure, and the thrombus was not identified. However, the physician believes that the patient could have some microthrombi that weren't seen. The physician informed that the patient is being assisted by the neuro team and that he remained stable. It was confirmed that the patient does have a medical history of cva's.